Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, (poor vision. (B)(4) - explanted. Device evaluated by manufacturer: no. (B)(4). To date lens has not been returned.

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. At a post-op visit, the patient complained of poor vision and the surgeon noted the wrong diopter lens had been implanted. The lens was explanted on (B)(6) 2011, with no patient injury and another same model lens, but different diopter (-5.5) was implanted. The reporter stated the technician had pulled the wrong lens in error. The reporter stated there was nothing wrong with the lens and the event was not lens related.